Event description:
The advocate stated, the customer received a blood glucose reading of 189 mg/dl from his breeze 2 meter and then a reading of 96 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. Product not expected to return for evaluation at this time.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 67 mg/dl advantage system 2, 159 mg/dl advantage system 2, 67 mg/dl advantage system 2, 155 mg/dl advantage system 1, 116 mg/dl advantage system 1, 134 mg/dl advantage system 1. Low blood glucose symptoms were reported with these results. Customer self treated by eating 4 glucose tables and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551177, expiration date 03/31/2011). Reference medwatch report with (B)(4) for the suspect device used in system 2.